Event description:
On 2/20/2008, the pt reported that she switched to her backup infusion device due to receiving an 04 (occlusion) error on her primary infusion device. The pt was not able to troubleshoot at the time of the initial report. Upon follow up on 2/21/2008, the pt stated that she attached a new adapter and inserted a new piston rod and battery into the infusion device and it functioned without error. She then ate breakfast and bolused 4 units of insulin without error. She went for a walk and afterwards her blood glucose was elevated to 470 mg/dl. Her normal blood glucose range is 100/150 mg/dl. She stated, that the 4 unit bolus after breakfast must not have been delivered. She had removed the batteries and was unable to check the bolus history. She attempted to bolus 7 units of insulin and received an 04. She then changed the piston rod, adapter, insulin cartridge to her backup infusion device and was able to bolus without error. To troubleshoot the pt was instructed to reconnect to her primary infusion device using her current accessories. She was able to prime and bolus without error. Upon follow up later on 02/21/2008, the pt reported, that her blood glucose was still a little elevated (339 mg/dl). She bolused 4 units of insulin without error. She reported that she had developed a rash across her chest that may be due to a new deodorant. She stated that this may be causing elevated blood glucose. She was advised to monitor her blood glucose closely and to contact her physician if needed. Upon follow up on 02/26/2008, the pt stated that her blood glucose had returned to normal. She stated, that the infusion device did occlude one more time since the initial report. She stated that she feels more comfortable wearing her backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.